Manufacturer narrative:
Qn#(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is confirmed based on the customer photos provided with the complaint report. Additional information indicates the iab catheter's helium adaptor was exchanged and no further alarms occurred. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported by the rn who called to discuss and troubleshoot possible helium loss 2 alarms on the intra-aortic balloon pump (iabp). The alarms are occurring every 20 minutes. There is no sign of blood in the tubing. This is a competitors intra-aortic balloon (iab) connected to the ac3 using the adaptor. The clinical support specialist (css) discussed the connection of the balloon to the adaptor to the pump and tightening the connection to the adaptor. The patient has been reported to be stable and scheduled for surgery. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who called to discuss and troubleshoot possible helium loss 2 alarms on the intra-aortic balloon pump (iabp). The alarms are occurring every 20 minutes. There is no sign of blood in the tubing. This is a competitors intra-aortic balloon (iab) connected to the ac3 using the adaptor. The clinical support specialist (css) discussed the connection of the balloon to the adaptor to the pump and tightening the connection to the adaptor. The patient has been reported to be stable and scheduled for surgery. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.